Event description:
The user facility reported a (B)(6) male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the motor housing on an impella cp pump could not be advanced into the left ventricle during attempted delivery. An iabp (intra-aortic balloon pump) was subsequently placed to provide some support for the patient. There was no patient harm.

Manufacturer narrative:
There was no device returned for evaluation, therefore no root cause could be determined. Information from the clinical reports pointed to the patient's anatomy as a likely root cause.